Manufacturer narrative:
(B)(4). Device was not returned to manufacturer for investigation. During processing of this complaint, attempts were made to obtain complete event and the patient information. Exact date of the occurrence of the event could not be obtained, the first day of the month of the date of awareness is quoted as the date of the occurrence for reporting convenience. Lot history review revealed no anomaly relating to the reported event in the production and inspection record. No other incident information was reported for this lot products. Asahi intecc products are inspected as part of the production process, and must meet their product specification criteria prior to final release. There were no anomalies found in the final release records for the lot involved in this reported event and no indication of product deficiency. Based on the obtained information, it is presumed that the guidewire tip might be trapped in the calcified lesion, where excessive rotational manipulation and/or pull back manipulation with force might be applied to the guidewire, resulting the breakage of the core wire of the guidewire or the entire guidewire due to the force exceeding the product design limit. Warning section of the IFU describes: if resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this device in the blood vessel or removing it, do not torque and/or pull the device itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. When torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degree) in the same direction. And, as possible adverse reactions /events : breakage/bending of the guide wire, separation or breakage of the guide wire

Event description:
Reportedly, to treat a calcified lesion at unknown coronary vessel, subject guidewires was advanced. During the attempt to cross the calcified lesion, it was found that the guidewire was destructured and broken. The guidewire could be entirely removed out by using an inflated balloon catheter in the guide catheter. Procedure was completed by other unknown guidewire, and there was no complication reported with the patient.

Manufacturer narrative:
Manufacturing site : asahi intecc (B)(4). During processing of this complaint, attempts were made to obtain complete event and the patient information. The exact date of occurrence was obtained as (B)(6) 2016. On (B)(6) device was returned to manufacturer. Investigation revealed its core breakage at 2mm from tip end due to excessive rotation to counterclockwise direction. Inner coil was found broken at 4mm from tip end. Coil wire was found long elongated and broken apart. Distal potion was tangled on the balloon catheter that was used for retrieval of guidewire. Proximal portion was found stretched over the core wire of the guidewire. Inspection of total length of the returned broken coils indicated that 114mm length of broken coil is not returned. Lot history review revealed no anomaly relating to the reported event in the production and inspection record. No other incident information was reported for this lot products. Asahi intecc products are inspected as part of the production process, and must meet their product specification criteria prior to final release. There were no anomalies found in the final release records for the lot involved in this reported event and no indication of product deficiency. Based on the obtained information and the outcomes of the investigation of returned device, it is inferred that the guidewire tip might be trapped in the calcified lesion, where excessive rotational manipulation was made and the core wire was twisted off, along with further manipulation to the guidewire, coil elongated and pulled apart due to the force exceeding the product design limit. Whereabouts of the missing 114mm coil is not identified, it cannot be deniable that some part of the missing portion is left in the patient body. Warning section of the IFU describes: - if resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this device in the blood vessel or removing it, do not torque and/or pull the device itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. - when torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degree) in the same direction. And, as possible adverse reactions /events : breakage/bending of the guide wire, separation or breakage of the guide wire.